Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device would not complete a seal, it would continue to give incomplete seal warnings. Nothing was stuck in the jaw. They used another like device and it worked fine. There was no patient injury.